Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of hi results. Customer states that she feels well presently but that she was staggering yesterday when she obtained the hi results. Customer confirms that she does not require medical attention. The customer's expected blood results are 150-170mg/dl fasting. Verified the strips expired 8/22/2016. Customer confirms the strips container was left open and was first opened 11/20/2015. Reviewed meter memory: (B)(6). Memory concerns:"hi". Customer states meter read e-3. While trouble shooting customer states she read "hi" four times yesterday. Customer states she took insulin periodically to get her sugar to go down. Advised customer to reach her physician in regards to yesterdays incident and the treatment she provided for herself.